Event description:
On (B)(6) 2014 the lay user/patient¿s wife contacted lifescan (lfs) alleging that the onetouch ultra meter read inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2014, and obtained the following information: the patient tests four times a day and manages his diabetes with lantus (5 units in the morning and 13 units before bed) and humalog (sliding scale based on food intake). The patient corrected and clarified that the alleged issue may have begun on (B)(6) 2014, after returning home from the hospital for a separate issue. According to the patient, in response to the subject meter¿s reading, he continued with his usual dose of insulin. On (B)(6) 2014 (at approximately 10:30pm) he reportedly obtained a blood glucose reading of ¿204mg/dl¿ with the subject meter. At the same time of the alleged issue, the patient recalled feeling weak; however, he did not correlate his symptom with hypoglycemia at that time, since he had recently been released from the hospital a week ago. The patient indicated he did not administer any additional (humalog) insulin after obtaining ¿204mg/dl¿ since he had already administered his usual lantus dose for that evening. Approximately one hour later, the patient confirmed and clarified that he felt ¿out of it¿, he was talkative, complaining, and was later unconscious. The patient¿s wife immediately contacted the emergency medical services (ems); she reportedly did not attempt to administer any treatment or test his blood glucose. The patient indicated he obtained a blood glucose reading of ¿23mg/dl¿ with the ems¿s meter, he was administered IV glucose, and transported to the emergency room. According to the patient, by the time he arrived at the ER, he was cognizant of what was going on and was slowly feeling better. Upon his arrival at the ER, the patient indicated he had obtained a blood glucose reading of ¿93mg/dl¿ with the hospital¿s meter and a result in the 270¿s with the subject meter; using the same sample and performed ¿within seconds¿ of each other. During the patient¿s time in the ER, he reportedly was administered food and released approximately three hours later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.